Event description:
The user facility reported that the impella cp was placed pre- percutaneous coronary intervention on a st-segment elevation myocardial infarction patient. It was noted that the patient went into ventricular fibrillation without pulse rhythm. Advanced cardiac life support protocol without success. Resuscitation stopped and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 selection was added as it was omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.